Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device switches off during ventilation. User said the ventilation didn't continue. Please check logfiles. The event occurs between 02.04.-04.04.2024, unfortunately they couldn't say it exactly.

Manufacturer narrative:
Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the statement of the technician on-site and the investigation have shown that the root cause of this incident was a squeezed tube that obstructed the exhalation inside the tube system. The system informed the user with an "exhalation obstructed" alarm. In such a case the user manual instructs the user to check the tube system for kinks and occlusions. The logfile analysis confirmed the alarms but it did not confirm that the device switched off during ventilation. In the specified event period between 02.04 - 04.04.2024 there was no indicated interruption of the ventilation. The issue was noted to be solved using a new breathing circuit. Nevertheless, as the obstruction could impact the ventilation, the issue could have led (worst case scenario, which did not happen here) to a patient state of health deterioration and remain therefore reportable.

Event description:
Hamilton medical ag received the following incident description: device switches off during ventilation. User said the ventilation didn't continue. Please check logfiles. The event occurs between 02.04.-04.04.2024, unfortunately they couldn't say it exactly.

Manufacturer narrative:
Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: he statement of the technician on-site and the investigation have shown that the root cause of this incident was a squeezed tube that obstructed the exhalation inside the tube system. The system informed the user with an "exhalation obstructed" alarm. In such a case the user manual instructs the user to check the tube system for kinks and occlusions. The logfile analysis confirmed the alarms but it did not confirm that the device switched off during ventilation. In the specified event period between 02.04 - 04.04.2024 there was no indicated interruption of the ventilation. The issue was noted to be solved using a new breathing circuit. Nevertheless, as the obstruction could impact the ventilation, the issue could have lead (worst case scenario, which did not happen here) to a patient state of health deterioration and remain therefore reportable. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: device switches off during ventilation. User said the ventilation didn't continue. Please check logfiles. The event occurs between 02.04.-04.04.2024, unfortunately they couldn't say it exactly.